Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 26 mg/dl, lo (less than 10 mg/dl), and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).